Event description:
On 23-feb-2009, stryker biotech received a report regarding a female pt in (B)(6), (initials (B)(6), dob (B)(6)) who had received op-1 implant in conjunction with a bone graft substitute (osteoset) as part of a right ankle arthrotomy to treat an unspecified bone defect on (B)(6) 2009. During the procedure, op-1 implant and osteoset beads were placed in the defect, a lytic lesion of the right talus was curetted, scar tissue present anteriorly and medially was removed and bone wax was applied to the site. The physician reported that an initial histopathology had been consistent with the rheumatoid, but the second histopathology came back as foreign body granuloma. The pt experienced a sudden increase in pain in her right ankle approximately three weeks after the surgery. The physician reported that x rays of the ankle taken around the time of the visit revealed the possibility of a hairline fracture in the talus. On (B)(6) 2009, approximately six weeks postoperatively, the pt was again seen by the treating physician. The pt reported diffuse increased warmth, and swelling and tenderness around the joint more than over the bone. The physician stated that she believed that the pt was experiencing an acute inflammatory reaction to the op-1 implant and osteoset. The surgeon also stated that she did not believe the pt was experiencing a systemic allergic reaction, but rather a topical reaction to the implanted material. The pt was given a prescription for prednisolone 5 mg 1 tts, but it is unclear whether the prescription was filled or whether an alternative medication was prescribed. The surgeon stated she believed if the tenderness and swelling did not diminish with treatment, that the pt may be required to undergo an ankle fusion. Additional info has been requested.